Event description:
It was reported that the medfusion 4000 pump alarmed with a force sensor error. The product problem was discovered during the cleaning of the device. There was no patient involvement.